Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A nanotite tm certain® prevail® implant 4/5/4 x 13mm (niios4513) although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment. Therefore the product has not been physically inspected and the investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number (810982). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (810982) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: unique identifier (UDI) number changed to unknown g3: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative a nanotite tm certain® prevail® implant 4/5/4 x 13mm (niios4513) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 10 years and 11 months. Device history record (DHR) review was completed for the subject lot number (810982). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (810982) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that implant fractured at the neck portion, it was removed and a bnst10 was placed on the site.